Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "inspection instructions are not clear". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing* to top inlet. When wearing bag below knee, attach bard extension tubing* (catalog no. 150615 or 4a4194). To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that the patient had a problem with the ¿floating valve¿ and stated that the urine was not draining into the bag and the tubing was full of urine, also stated that the patient was in hospital and catheterized recently and experienced pain and discomfort. No medical intervention was reported.